Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 3mm x 40mm x 145cm coyote otw balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon vertically ruptured at the center of the balloon. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.